Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event with a measured blood glucose of 21, and emergency medical services were called to the scene; available device-related information was insufficient to determine a device problem or specific component involvement. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention that required medication. Investigation included communication and interviews, as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information regarding a medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.